Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure that utilized electrocautery, oversensing was noted on both the atrial and right ventricular (rv) channels. The device remains in use. No patient complications have been reported as a result of this event.